Manufacturer narrative:
On (B)(6) 2016 09:34 am (gmt-5:00) added by (B)(6) ((B)(4)): the manufacturer has received and investigated the device. During visual inspection and simulation of the described incident the reported failure could not be confirmed. The important product components drainage (inlet guide), the connector cap 3/8 as well as the guide wire were not delivered with the returned device. Therefore a simulation with the components could not be performed. However, a simulation of the reported failure was conducted with reserve sample components of the avalon elite catheter, in combination with the returned catheter. A sluggishness or looseness could not be found. All components could be inserted and pulled through in dry as well as in a wet conditions. In addition, the introduction of the drainage (inlet guide)into the inlet of the introducer as well as the introduction of the guide wire into the outlet of the introducer could also be performed without any difficulties. Both components cannot be introduced at the same time since the diameter of the tip of the outlet is around 0.95 mm. During the introduction of the guide wire into the outlet, the drainage (inlet guide) at the inlet was pushed out by the guide wire. Therefore the reported failure could not be confirmed. In addition the device history record was reviewed and no deviations found. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process.

Event description:
(B)(4).

Manufacturer narrative:
(B)(6) 2015 10:45 am (gmt-4:00) added by (B)(6) ((B)(4)): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device has been requested for evaluation, but not yet returned. A supplemental medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
It was reported a female patient was cannulated veno-veno, using a 20fr avalon elite bi-caval cannula inserted into right internal jugular vein utilizing seldinger insertion technique. Ultrasound and imaging were used. The guide wire was placed with difficulty into the ivc. The 20fr avalon cannula with stylet was placed over the wire after serial dilation of the vessel. The physician had difficulty tracking the cannula with loaded introducer over the wire. The physician attempted to adjust the stylet while loaded in the avalon cannula but was not able to move/adjust the stylet. The avalon cannula and introducer were removed. The physician opted to use a two cannula technique using two separate medtronic peripheral cannulas. While testing the avalon cannula after aborting the procedure, the physician was unable to reload the introducer completely into the cannula meeting a great deal of resistance. (B)(4).